Event description:
A (B)(6) female underwent vena cava filter placement on (B)(6) 2012. When trying to deploy didn't deploy right now. Physician hit the button. The feet on the filter did not open and it traveled up to the pulmonary artery. Radiologist tried to get a catheter and a wire up to the pulmonary artery but was unsuccessful. Vena cava filter was not retrieved. Pt was shipped to another facility where they have more supplies for retrieval/furth procedures. Add'l info received (B)(6) 2012 - the pt is currently being relocated to a larger hosp and is in stable condition. Add'l info received (B)(6) 2012 - retrieved the filter today and the pt is doing fine. Device was saved for return.

Manufacturer narrative:
(B)(6). Investigation eval - still under investigation.